Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system gave a remote alert regarding programming error due to device full. The philips remote service engineer confirmed that the customer does not have an active service contract and no further information regarding the issue was provided by the customer. There was no service performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue was reported. The codes have been updated based on the investigation outcome.